Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the blade stopped cutting because it was dull. Another like device was used and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.